Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that the patient had a procedure on (B)(6) 2015 with a bifurcated, a suprarenal aortic extension, and a limb extension. Subsequently, the patient presented symptomatic and computed tomography revealed a left common iliac limb occlusion of aortic stent graft. Physical elected to treat the patient with a left femoral-femoral bypass with 8mm sealptfe graft to correct issue.

Manufacturer narrative:
Based upon the clinical assessment, the reported event has been confirmed. The manufacturing record review did not reveal any issues or deviations that would explain the reported event. A design or manufacturing root cause for the reported event was inconclusive based on the investigation. However, it is likely that the placement of the left iliac limb extension (presumably due to the reported iliac aneurysm, possibly off label) might have contributed to this complaint. Also, due to the presence of a chronic occlusion of the right femoral artery, this patient might have had a history or peripheral vascular disease, which might have contributed to this complaint.